Event description:
It was reported that the right atrial (ra) lead exhibited a change in impedance. It went high and out of range, back down, but was still high and out of range. There have also been several short runs of mode switches. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)